Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported arterial line statlock stabilization device had crack in it. Patient required an arterial line. Arterial line placed by providers. When attaching the statlock extension tubing, it was noted to be leaking. Tubing was removed and line was placed without statlock extension tubing. No other information was provided.

Event description:
It was reported arterial line statlock stabilization device had crack in it. Patient required an arterial line. Arterial line placed by providers. When attaching the statlock extension tubing, it was noted to be leaking. Tubing was removed and line was placed without statlock extension tubing. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.